Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the analyzer was ¿loose connecting¿ during implant and it passed functional testing. However it was noted that the analyzer pins were very damaged. The analyzer shall be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was 'loose connecting' during implant procedure. It was noted that when analyzer screen was opened, it showed pop up message 'loss of communication' and the user changed out the programmer to complete the procedure. No patient complications have been reported as a result of this event.